Event description:
During a transapical tavr procedure a 26 mm sapien valve was deployed 50:50 in the aortic annulus. Post deployment, moderate to severe central aortic insufficiency (cai) was noted on tee. It was noted that the valve leaflet was stuck and attempts were made to knock it free unsuccessfully. Due to diminishing hemodynamics, another valve was prepped and deployed roughly in the same position. The second valve still demonstrated a stuck leaflet with moderate cai. The physician was then able to knock the leaflet free using the pigtail catheter. The tee then demonstrated no visible ai.additional information revealed: the aortic root degree of calcification was considered mild, as was the native valve/leaflet calcification. The native annulus measured 22-25 by tee. The coaxial alignment of the valve and delivery system prior to deployment, and the image intensifier angle were reported as good. There was no reported movement of the valve during deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% leak tested prior to release for distribution. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a complaint of non-functioning leaflet. Based on historical review of complaints, these events are typically a result of deployment of the valve too ventricular in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in pressure gradient between the ventricle and the aorta, resulting in inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, imaging of the procedure was not provided to edwards for review, therefore the positioning of the valve and root cause of the reported issue cannot be evaluated. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.